Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which led to intermittent pump shutdowns. Blood glucose (bg) was reportedly "high" on the continuous glucose monitor and was addressed by a bolus via the pump. Tandem technical support instructed the customer to charge the pump completely and monitor the battery performance. Customer acknowledged. Upon follow up, the battery depletion rate was determined to be within normal parameters based on customer's usage. Customer acknowledged.